Event description:
Update: the patient was noted to have pain.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of asr due to alval.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - revision of asr due to alval. Right hip. Primary surgery: (B)(6) 2007. Revision surgery: (B)(6) 2011, update: (B)(6) 2011- updated surgery dates, hospital, hip revised update - updated reason for revision and type of replacement. Taken from claimsuite dated (B)(6) 2015. Reason(s) for revision: pain. Type of hip replacement product: asr hip resurfacing system.